Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
It was reported that the pump motor had multiple stalls and recoveries. The first motor stall occurred on (B)(6) 2013 @ 0413, with a motor stall recovery on (B)(6) 2013 @ 0131. The motor continued to stall with another motor stall on (B)(6) 2013 @ 0940 with a motor stall recovered on (B)(6) 2013 @2246; motor stall occurred on (B)(6) 2013 @ 0414 with a motor stall recovery on (B)(6) 2013 @1254. A motor stall occurred on (B)(6) 2013@1640 and the pump had not recovered. A tube set message was also noted. The low reservoir alarm occurred on (B)(6) 2013 and an empty reservoir alarm occurred on(B)(6) 2013. On (B)(6) 2013 the expected reservoir volume (erv) was 0 ml and the actual reservoir volume (arv) was 12 ml. It was also reported that the patient was admitted to the hospital on (B)(6) 2013 due to sepsis, was very ill and not expected to survive. The patient did survive and was in a long term care facility. The patient was not experiencing any withdrawal and was stable with increased tone. The patient had oral baclofen 20mg every 6 hours. The device system was used to deliver gablofen. It was later reported that the healthcare provider was waiting for the medical records on this patient to arrive from the hospital where the patient was admitted with a diagnosis of sepsis on (B)(6) 2013. The patient was seen in clinic on (B)(6) 2013 and was ¿tight¿ with his tone but exhibited no other signs/symptoms. The pump was refilled with gablofen 2000 mcg/ml and restarted at 96 mcg/day. When the pump was interrogated several minutes later, the screen denoted the pump was infusing. The cause of the motor stalls were unknown. A pump replacement was scheduled for (B)(6) 2013. The patient was ¿currently stable¿. It was later reported that the patient remained stable at an infusion rate of 96 mcg:day. It was later reported that the pump was explanted and replaced on (B)(6) 2013. The old pump was interrogated with the logs read before it was explanted and it was still running at that time. The alarm started going off again after it was explanted. It was later reported that the patient was admitted into the for bleeding from his foley catheter. The patient had an elevated wbc count and hypotension and initially was diagnosed with sepsis. A urinalysis test showed bacteria, so the diagnosis was then refined to urosepsis. The patient was treated with a course if antibiotics. His infection was never linked to the pump. He was seen in the rehab clinic on (B)(6) 2013 and was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.